Manufacturer narrative:
Evaluation conclusion: the device was discarded by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the blue ring was missing from the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.